Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Blood glucose level was over 500 mg/dl at time of hospitalization. Customer was advised to disconnect from pump. Customer declined troubleshooting device. Nothing further reported.